Event description:
Consumer complaint of low blood results. Customer is receiving results of "lo". No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Product codes updated.

Event description:
Consumer complaint of low blood results. Customer is receiving results of "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).